Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that, shortly after implant, this right ventricular (rv) lead exhibited high out of range shock impedance measurements, greater than 125 ohms. Technical services (ts) confirmed no noise was observed and recommended to continue to monitor. No adverse patient effects were reported. This lead remains in service.